Event description:
The j retention wire was removed due to a report of protrusion through the outer polyurethane insulation. Only the retention wire was extracted. The lead remains implanted and functioning appropriately.